Event description:
(B)(6) registry. It was reported that patient experienced allergic eruption. In (B)(6) 2020, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery (lad) extending up-to distal lad with 85% stenosis and was 30mm long, with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 32 mm synergy stent system and post-dilatation was performed with residual stenosis as 0%. Two days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was noted with allergic eruption and was hospitalized on the same day for further evaluation and treatment. The event was treated medically and no other action was taken to treat the event. Five days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.